Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the pt had undergone multiple surgeries and revisionary procedures. No additional info was provided.

Manufacturer narrative:
It was reported that patient underwent mesh removal due to vaginal mesh extrusion on (B)(6) 2013. It was reported that patient underwent mesh revision due to rectocele, pelvic pain, dyspareunia, vaginal mesh erosion, cystocele and enterocele on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.